Manufacturer narrative:
D4 unique identifier (UDI) for crx 18: (B)(4).

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) was bulging. The reservoir was explanted, the physician found a new spot and replaced the reservoir. There were no patient complications reported.